Manufacturer narrative:
The problem could may be traced to a component failure. We are unaware about operator/patent injury. We are waiting for more information.

Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.